Event description:
A (B)(6), female, admitted with cholelithiasis to operating room for laparoscopic cholecystotomy. During procedure, pt injury to iliac artery and vein requiring vascular repair and transfusions.